Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a post-operative migration of the electrode array out of cochlea. In addition a full insertion was not achieved at implantation surgery; reportedly three channels were left extra-cochlear. A full insertion was achieved with the new device. This is a final report.

Event description:
Due to fibrotic tissue in the cochlear duct not all electrode contacts could be inserted during implantation, 3 channels were left extra-cochlear. As per report from the clinic, the electrode migrated further out of the cochlea post-operatively. Only 5 electrodes channels could be used, on the other electrode channels the user felt pain and uncomfortable hearing sensations when stimulated. Therefore, the user had an insufficient performance with the device. The user was re-implanted. At explantation the electrode was found crooked, therefore a new device was implanted. A full insertion of the new device was achieved after use of the insertion probe.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to fibrotic tissue in the cochlear duct not all electrode contacts could be inserted during implantation. As per report from the clinic, the electrode migrated further out of the cochlea post-operatively, therefore only 5 electrodes channels could be used. On the other electrode channels the user felt pain and uncomfortable hearing sensations when stimulated. Therefore the user had an insufficient performance with the device. The user was re-implanted. A full insertion of the new device was achieved.